Manufacturer narrative:
The product in complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were "identifed" that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
It was reported that a symptomatic patient underwent a right transcarotid revascularization procedure on (B)(6) 2020. It was noted that during the night post procedure, the patient had hypertensive and hypotensive pressures. The physician indicated that the patient was having a stroke and the stent had occluded. The patient was reported to be neurologically intact and doing fine. No additional details have been provided.